Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(6).

Event description:
Information was received from a representative and healthcare provider regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 930 mcg/day. The start date was (B)(6) 2015 and end date was (B)(6) 2015. It was unknown what drug, dose, and concentration was provided in (B)(6) 2015. Interrogation of the pump revealed five motor stalls beginning on (B)(6) 2015. Two stalls occurred in (B)(6), and three occurred in (B)(6). The patient reported hearing an audible alarm. The pump was replaced.